Event description:
It was reported that a user experienced difficulty inserting the insulin cartridge into the pump and received an ¿unable to proceed¿ message during setup, with tubing disconnected and multiple rewinds required before completing a full supply change using new supplies; troubleshooting and education were completed, and there were no alerts or alarms reported. Symptoms included hyperglycemia with a reported glucose of 233 mg/dl without associated symptoms. Outcomes included return of glucose to target range following the supply change and continued use without further issues, with no medical intervention or hospitalization required. Investigation included guided troubleshooting, device rewind attempts, visual confirmation of drops, and replacement of infusion set and cartridge. Investigation of this case revealed a use-related issue consistent with an inability to attach or seat the cartridge and workflow interruption due to screen locking, resolved by performing a complete supply change with proper priming and set insertion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and handling.

Manufacturer narrative:
Initial.